Event description:
It was reported that a device alarmed for a system error 322. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours during evaluation with no occurrence of system error 322. Review of the history log confirms the reported system error 322. The evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.